Event description:
It was reported that during a da vinci oesophageal resection from the right (mckeown operation) procedure, as the surgeon clipped an unknown vessel using the small clip applier instrument, the surgeon reportedly heard the wire thumped and subsequently loosened. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable was broken at the grips. The strand stuck out at about 0.54. The other cables were not damaged. There was no other damage found.